Event description:
It was reported that this right ventricular (rv) lead was repositioned due to dislodgment. Increased pacing thresholds had been noted, as well as a lack of slack on the lead. No additional adverse patient effects were reported.